Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, but the exact cause could not be determined from the video that was provided for investigation. The video showed a 4fr single lumen powerpicc solo inserted in a patient. The video showed a section of catheter between two dressings. The molded wing, the proximal end of the catheter tubing, and the distal end of the extension leg were visible in the video. One wing was held between the thumb and forefinger. During the video, a stream of fluid sprayed from the catheter tubing near the molded wing. The characteristics of the breach in the tubing could not be discerned from the photo. Potential contributing factors include material fatigue and sharp instrument damage. It was reported that the leaking was observed after four weeks of use, which indicates that the damage occurred during use; however, there was insufficient evidence to determine the root cause of the damage. A lot history review (lhr) of redv3931 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that fluid leaks were observed at the obconical part of the catheter at around 4 weeks of use. Sandholes could be seen when flushing the catheter. No other information was provided.